Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error alarm noted. The motor was tested outside of device and passed. Pump error alarm found in the pump history, problem isolated to electronic assemblies. Pump error alarm found in the pump history, problem isolated to electronic assembles. Unit received with scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. The customer was able to clear the alarm and was able to complete rewind. The self test passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.